Event description:
Implant didn't achieve osseointegration, immediate implantation, inadequate bone quality/quantity, preceding/simultaneous bone augmentation, bone resorption, peri-implantitis, inflammation, mobility. Periimplantitis with implant 44, extraction and opening of the area, 2nd implant could not be placed because the defect was too big --> also 2nd implant had to be removed. Same patient as (B)(6).